Manufacturer narrative:
Corrected: lot number. The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received occlusion alarms. The customer's blood glucose (bg) level was in the high 400s mg/dl and ketones were present. The customer went to the emergency room. The ketone level was considered as being dangerous by a healthcare provider. The customer was treated with intravenous insulin and water. The customer left the ER with a bg of approximately 180 mg/dl feeling drained and fatigued. As the occlusion alarms had occurred in the past, tandem technical support could not troubleshoot to determine possible cause of the occlusions.